Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump administered 53 ml of an unspecified medication within minutes when it should have taken 1 hour. The event occurred during delivery in the surgery care area. The reporter also stated¿ the patient may develop redman¿s syndrome.¿. There was no known patient injury, adverse event or medical intervention associated with this event. No additional information is available.